Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the continuous flush was connected and maintained to rist guide. There was no resistance during the introduction of the rist catheter through the short sheath. During this part of the event, the balloon catheter was able to be advanced past the distal marker/tip of the rist catheter. The dr. Used a 0.014 wire through the unraveled braid of the rist then sent up a abbott coronary trek balloon, inflated balloon at the distal tip of rist and pulled back the rist into the introducer sheath to successfully remove the rist completely from the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the rist catheter separated/broke. The patient was undergoing surgery for treatment of an acute ischemic stroke. The accessed vessel was the right vertebral artery with a diameter of 4 mm. It was noted the patient's vessel tortuosity was moderate. It was reported that during acute ischemic stroke procedure in basilar artery a 7 fr rist 95 cm guide was inserted into the right vertebral artery in preparation for aspiration thrombectomy utilizing a 5 fr. Microvention sofia catheter. Upon insertion of the 5 fr. Sofia into the 7 fr. Rist guide all over a .035 glide wire wire, the doctor encountered resistance and upon imaging note the distal tip of the 7 fr. Rist guide become separated. Dr. Was able to retrieve the 7fr. Distal tip of rist guide with a microvention trek coronary balloon. No injury noted to patient. Patient is without complications post procedure. Patient is awake and orientated post procedure. It was reported the catheter separated/broke during use. There was no friction or difficulty during injection. There was no force applied during delivery or removal. The catheter tip was not entrapped/stuck. There was no vasospasm. The catheter was no stuck inside the guide catheter. There was no surgical or medicinal intervention required. The broken location was on the distal section. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU.

Manufacturer narrative:
Product analysis #(B)(4). Equipment used: vis (m-85519), 203cm ruler (m-83360) ¿ as found condition: the rist-079 catheter was returned for analysis within a primary shipping box, a secondary shipping box, and plastic pouches. An unknown balloon catheter, short sheath, and guidewire were returned with the rist-079 catheter. ¿ damage location details: dried residue, likely blood, was found with the rist-079 catheter hub. However, no damages were found with the catheter hub. The rist-079 catheter body was found to be kinked at ~4.0cm from the proximal end of the catheter hub. The rist-079 catheter body was found separated at ~26.0cm from the proximal end of the catheter hub; ~72.5cm from the catheter distal tip. The tubing material at the catheter¿s separated ends exhibited plastic deformation (jagged edges). The catheter inner liner/wire was found to have unraveled from ~22.5cm to ~26.0cm from the proximal end of the catheter hub. The rist-079 catheter body was found kinked distal to the separated location. In addition, the rist-079 catheter body was found kinked at ~21.5cm from the catheter distal tip and stretched at ~4.0cm from the catheter distal tip. The rist-079 catheter distal tip was found damaged/crushed. ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter resistance¿ and ¿catheter separation/break¿ reports were confirmed. The rist-079 catheter was returned separated into two segments. As the rist-079 catheter¿s separated ends exhibited plastic deformation (jagged edges), the catheter likely separated due to tensile overload. The rist-079 catheter can separate if a device is advanced against resistance within the rist-079 catheter lumen. Possible causes of ¿catheter resistance¿ include using incompatible devices, patient vessel tortuosity, lack of continuous flush, catheter damage, or insufficient preparation/hydration. The devices were prepared prior to use (which includes hydration), and the patient's vessel tortuosity was moderate, ruling out insufficient preparation/hydration and patient vessel tortuosity as potential causes. As indicated in the instructions for use (IFU), ¿the inner lumen of the rist¿ 079 radial access guide catheter is compatible with 6f (0.078 inch or 1.99 mm outer diameter) or smaller catheters.¿ as per an online source, the (microvention) sofia 5f catheter has an outer diameter (od) of 0.068¿. Therefore, the sofia 5f catheter is compatible with the rist-079 catheter. It could not be determined if a continuous flush was maintained; therefore, a lack of continuous flush could not be ruled out as a potential cause. The damage found with the rist-079 catheter distal tip (crushed) likely contributed to the reported resistance issue. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that during the acute ischemic stroke of basilar artery. The 6 fr. Rist guide via femoral approach was inserted into the right vertebral without issue, no spasm noted, there was no pushing or pulling of rist , but as the 5 fr. Sofia was delivered through the 6 fr. Rist, the dr. Noted some resistance near the distal segment of the rist. Upon further visualization under fluoroscopy noted the 6 fr. Rist unraveled exposing the inner coil braiding of the rist guide. In order to retrieve the 6 fr. Rist guide unraveled back to the introducer sheath, the dr. Used a 0.014 wire through the unraveled braid of the rist then sent up a abbott coronary trek balloon, inflated balloon at the distal tip of rist and pulled back the rist into the introducer sheath to successfully remove the rist completely from the patient.

Manufacturer narrative:
Product analysis: as found condition: the rist-079 catheter was returned for analysis within a primary shipping box, a secondary shipping box, and plastic pouches. An unknown balloon catheter, short sheath, and guidewire were returned with the rist-079 catheter. Damage location details: dried residue, likely blood, was found with the rist-079 catheter hub. However, no damages were found with the catheter hub. The rist-079 catheter body was found to be kinked at ~4.0cm from the proximal end of the catheter hub. The rist-079 catheter body was found separated at ~26.0cm from the proximal end of the catheter hub; ~72.5cm from the catheter distal tip. The tubing material at the catheter¿s separated ends exhibited plastic deformation (jagged edges). The catheter inner liner/wire was found to have unraveled from ~22.5cm to ~26.0cm from the proximal end of the catheter hub. The rist-079 catheter body was found kinked distal to the separated location. In addition, the rist-079 catheter body was found kinked at ~21.5cm from the catheter distal tip and stretched at ~4.0cm from the catheter distal tip. The rist-079 catheter distal tip was found damaged/crushed. Testing/analysis: none. Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter resistance¿ and ¿catheter separation/break¿ reports were confirmed. The rist-079 catheter was returned separated into two segments. As the rist-079 catheter¿s separated ends exhibited plastic deformation (jagged edges), the catheter likely separated due to tensile overload. The rist-079 catheter can separate if a device is advanced against resistance within the rist-079 catheter lumen. Possible causes of ¿catheter resistance¿ include using incompatible devices, patient vessel tortuosity, lack of continuous flush, catheter damage, or insufficient preparation/hydration. The devices were prepared prior to use (including hydration), the patient's vessel tortuosity was moderate, and a continuous flush was maintained, ruling out insufficient preparation/hydration, patient vessel tortuosity, and lack of continuous flush as potential causes. As indicated in the instructions for use (IFU), ¿the inner lumen of the rist¿ 079 radial access guide catheter is compatible with 6f (0.078 inch or 1.99 mm outer diameter) or smaller catheters.¿ as per an online source, the (microvention) sofia 5f catheter has an outer diameter (od) of 0.068¿. Therefore, the sofia 5f catheter is compatible with the rist-079 catheter. The damage found with the rist-079 catheter distal tip (crushed) likely contributed to the reported resistance issue. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.